Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat pelvic pain, cystocele, rectocele, uterine prolapse, stress urinary incontinence on (B)(6) 2008 and mesh was implanted with concurrent diagnostic laparoscopy with removal of left ovarian cyst and right paratubal cyst, cystoscopy with calibration and hydrodisection. It was also reported that the patient experienced erosion, formation of scar tissue, additional surgeries, neurologic compromise to her structures and tissues, increased incontinence, feeling as though bladder is not emptying when urinating, constant feeling of having to urinate, vaginal pain, stinging and burning, pelvic pain, painful intercourse, dyspareunia, vaginal discharge and vaginal spotting. It was further reported that patient underwent mesh revision on(B)(6) 2010 due to vaginal graft exposure. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a cystoscopy and vaginal mesh revision on (B)(6) 2013 due to pelvic pain.